Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the event occurred during the start of a planned treatment/non-emergency treatment. Procedure was aborted as there was more than 20 mins delay and got rescheduled. A philips field service engineer (fse) inspected the system onsite and confirmed that the device had tube errors. A review of the system logfiles found that the tube arcing and current out of range. Upon functional testing fse found that the tube grid was defective. Fse replaced the radiator. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura device stopped x-raying. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.